Event description:
It was reported the pt was no longer able to turn her scs system on. The pt stated she has had her stimulation turned off for more than one year. It was also reported communication cannot be established between the ipg and external devices (magnet, pt, programmer, and charging system). Follow up information revealed and the pt does not wish to pursue surgical intervention at this time.

Manufacturer narrative:
This ipg serial number was included in the three field advisories. Correction/removal reporting #: 1627487-05242011-002-r, 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.